Manufacturer narrative:
Investigation in progress. Device not returned

Event description:
As reported from our affiliates in japan through the japanese tavi case registry, a 26 mm sapien 3 valve was transfemorally deployed in the aortic annulus. There was difficulty having the valve cross the native annulus; therefore, a bav was performed. Kidney damage was aggravated during the procedure, and the patient developed uremia due to worsening of kidney disease. Two (2) months post procedure, the patient developed consciousness disturbance, hemodynamics worsened, and died. Per report, the patient had shaggy aorta. Per medical opinion, it was reported the event was associated with both device and tavr procedure.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to d.1, d.4, h.4, and h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, there was no indication found during this evaluation that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the event description, ''the patient had a shaggy aorta. Since a pre-bav was not performed, the sapien 3 thv valve could not cross the native annulus. So, pre-bav was performed. After performing the bav, the thv valve was deployed. Passing through the shaggy area several times aggravated the kidney damage.'' As the second delivery system was able to cross the native annulus after a bav dilation, it is likely that the pre-dilation was necessary to facilitate crossing. Based on the available information, the root cause of difficulty or inability to cross native annulus and/or bioprosthesis is indeterminable. A potential cause is based on procedural factors (not performing bav pre-dilation) that may have caused the complaint event. Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for renal impairment and/or worsening renal failure including embolization occurring after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased perfusion and ischemia as well as use of certain types of IV contrast may lead to renal impairment. In this case, investigation results suggest/indicate procedural factors (difficulty crossing a shaggy aorta) and/or patient factors (pre-existing renal impairment) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.